Event description:
Adverse event(s): "double vision" (diplopia). Product problem(s): "slightly shifted out of place" (malposition of device [iol (intraocular lens) implant]. A consumer reported that following intraocular lens (iol) implant surgery, he is experiencing double vision when looking about 10 feet out and up close. He stated that his surgeon told him the iol is "slightly shifted out of place", but cannot determine if this is the cause of the double vision. In a follow-up with the surgeon, he reported that posterior capsule opacification was noted; there has been no medical or surgical intervention performed; and the event continues. He reported that the event may be "probably related to mild decentration of the iol".

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 08/13/2010 and 08/16/2010 by phone, fax, and mail. A completed questionnaire was received on (B)(4). (B)(4).